Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately high control solution results. The reporter was unable to provide specific results, so it is not known whether they fell out with the acceptable results range for this strip lot. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.